Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension, dyslipidemia, non-obstructive arteriosclerotic disease, chronic obstructive pulmonary disease, mitral regurgitation, congestive heart failure, deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe). The patient is further reported to have been unable to tolerate coumadin. The patient presented to hospital with another dvt. The filter was implanted via the right femoral vein and placed below the left renal vein without complications. Approximately eight years and ten months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect filter had a slight anterior tilt. The superior aspect of the filter was noted to be approximately 2.5cm above the right renal vein and at the level of the left renal vein. Perforation of one of the filter struts was located medially with no perforation into the aorta. The patient further reported having experienced mental anguish, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records, the patient had a history of hypertension, dyslipidemia, deep vein thrombosis (dvt), and pulmonary embolism (pe), and was referred for ivc filter placement for being unable to tolerate coumadin secondary to severe side effects. Per the implant records, the pre-implant diagnosis was deep vein thrombosis (dvt), a history of multiple pulmonary embolism (pe), non-obstructive arteriosclerotic heart disease (ashd), hyperlipidemia, mitral regurgitation, murmur, and congestive heart failure (chf). The right femoral vein was accessed and a venogram obtained. The optease filter was deployed below the renal vein. There were no periprocedural complications. The patient was sent to recovery in stable condition. Approximately eight years and ten months after the filter was implanted, an abdominal computed tomography (CT) scan revealed the ivc filter with a slight anterior tilt of the superior aspect of the filter with respect to the inferior aspect. The superior margin of the ivc filter lies approximately 2.5 cm above the confluence of the right renal vein with the inferior vena cava and at the level of the confluence of the left renal vein with the inferior vena cava. Perforation of a single strut located medially was noted although no penetration into the aorta. Other reported findings included a nodular infiltrate in the right lower lobe of the lung and a focal scarring or infiltrate in the left lower lobe; hyperdense lesion of the right kidney, probably a partially calcified cyst; atherosclerotic calcification of the aorta; degenerative changes present in the spine with an anterior compression fracture of the inferior t12 vertebral body and mild constipation. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and ten months post implantation. The patient reports tilting and perforation of filter strut(s) outside the ivc. The patient further experienced anxiety and fear related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and filter strut(s) had perforated outside the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.